Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 12atm according within 20 seconds each. However, at second inflation, it was noted that balloon ruptured. The device was removed using normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.